Event description:
In a review of published literature, these findings were noted: tatsuo banno, ryoichi kato, ryota hanaoka, et al. "Technical tips for endovascular aortic repair using the gore excluder abdominal stent-graft: endo-wedge technique and scrum technique." The open medical imaging journal, 2014, 8, 8-21. This report describes that the patient was implanted with gore excluder aaa endoprosthesis. The patient had a short proximal neck, and end wedge technique was performed. After the deployment of the proximal device, a coverage of the left renal artery was suspected in this patient. A bare metallic stent (palmaz genesis) was implanted in the left renal artery. The renal arterial blood flow was favorable after the procedure, with no endoleaks. Specific event information was obtained through investigation: the date of the initial procedure: (B)(6) 2010. The purpose of the initial implantation: abdominal aneurysm repair.

Manufacturer narrative:
Following literature is attached to the report. Tatsuo banno, ryoichi kato, ryota hanaoka, et al. "Technical tips for endovascular aortic repair using the gore excluder abdominal stent-graft: endo-wedge technique and scrum technique." The open medical imaging journal, 2014, 8, 8-21.

Manufacturer narrative:
Results pending completion of manufacturing evaluation.

Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Per the gore excluder aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to improper component placement and renal artery occlusion.